Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07880. It was reported that when the patient presented via remote transmission, low sensing and intermittent low impedance was noted on the right ventricular (rv) lead. Right atrial (ra) and rv lead exhibited oversensing due to noise. Insulation damage was suspected on both the leads. Lead revision was discussed. The patient was stable. Further information was requested but not yet available.